Manufacturer narrative:
Manufacturer's investigation conclusion: low speed, pump stoppage, and driveline fault events were confirmed through the review of the submitted log files. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the low speed, pump stoppage, and driveline fault events that occurred while the patient was supported by the mobile power unit (mpu) and power module could be indicative of driveline damage. However, the evaluation of heartmate ii lvas, serial number (B)(6), did not reveal any wire damage that would have contributed to the reported events. Furthermore, the evaluation of the returned device confirmed the reported outflow graft distortion. (B)(6) was returned assembled with the driveline severed 1.0¿ from the pump housing, and the distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was present on the inlet tube, secured with sutures. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The outflow graft bend relief was returned detached from the device. Upon disassembly of the pump, examination of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. White, acute depositions observed within the inlet tube, inflow conduit flex section, inlet elbow, graft attachment, outlet elbow, and outlet stator which broke apart/dissolved upon contact. These formations did not appear to occlude the blood pathway and would not have contributed to the reported power elevations. Visual inspection of the returned sealed outflow graft revealed a slight clockwise twist approximately 1.0¿ from the graft attachment hardware. Some tissue accumulation was present on the graft exterior within the geometry of the twist and there was also a large accumulation of tissue noted within the bend relief in the location of the outflow graft twist; suggesting that the graft distortion was present for an undetermined amount of time while the pump was supporting the patient. This twist could have partially occluded the blood pathway and contributed to the reported power elevations. The driveline, serial number (B)(6), was severed approximately 1.0¿ from the pump housing. Electrical continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. The silicone jacket, clear bionate layer, and metal braided shield were noted to be in good condition with no signs of wear or damage. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The submitted log files contained data from 14jan2021 16:52:00 through 25jan2021 11:11:23 and from 27jan2021 04:25:24 through 01feb2021 07:36:20. The log files captured numerous low speed advisory, low speed hazard, low flow hazard, pump stoppage, and driveline fault events. All low speed, pump stoppage, and driveline fault events occurred while the system was supported by the mpu or power module. Additionally, the log files captured numerous elevations in pump power during low speed events as well as transient elevations in pump power not associated with low speed events. No other atypical alarms were noted. The submitted x-rays of the patient¿s percutaneous lead were unremarkable. The patient was transplanted on (B)(6) 2021. The heartmate ii lvas IFU is currently available. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23apr2013. The heartmate ii lvas IFU is currently available. Section 4 ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room due to low speed advisory alarms. They began at 1:00am, but the hospital did not see any then. The patient was on the mpu (mobile power unit) over night, but the patient put self on batteries and had both alarms on batteries as well. The patient did not have driveline repair history, but had some cosmetic damage to the driveline. Review of the log file captured power spikes and elevations in power and flow intermittent on (B)(6) 2021 not associated with low speed advisories. The data showed 9 low speed advisories on (B)(6) 2021 with speed drops as low as 3890 rpm. The low speed events may be related to something that may have traveled through the pump interfering with the rotor rotation. The second circumstance would be a possible short to shield condition within the patients driveline. If related to a short to shield driveline issue, this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. The x-rays were unremarkable. The log did not display any low speed advisories and/or pumps stops while tethered on batteries. The log displayed one transient yellow wrench on (B)(6) 2021 associated with a high power event, which appeared to have resolved. The patient was discharged home and stated that they had a low speed alarm for about 2 seconds. The patient was on batteries at the time and was walking out so they did not hear the alarms because they were wearing ear muffs. The patient later had a low voltage alarm for 37 seconds while on batteries and did not hear the alarm. It was not believed that any equipment was switched. The patient also had significant narrowing of the outflow graft, which appeared to be chronic. It was believed that if the patient had continued low flows then they may need to stent. It was reported that the patient had driveline fault alarms and replace controller alarms, but the patient said they did not get any yellow wrench alarms. The current controller lights were dim and one could barely see the pump running symbol. The driveline appearance had some outer breakage that was covered appropriately with rescue tape. The log file review observed extremely high power readings. The highest power was 25.5 watts. The pi (pulsatility index) readings were very low during this time as well. It appeared something was passing through the pump. There were also driveline faults. It was recommended to exchange the controller. The patient was switched to a new controller. The patient was initially fine when the controllers were switched and the new controller was on the regular data cable. The first disconnect was fine, but then when disconnecting the black lead the pump stopped. The speed dropped from 10,000 rpm to 0 rpm quickly. The health care professional pressed the pump start and it tried to start again, but it then went off. The patient became symptomatic and near syncopal. The patient was sent for hospital admission. The patient was then switched to battery power and the pump resumed at 10,000 rpm. There was no obvious pump thrombosis. The patient was put on orange cable and some disconnects were done. The log file review revealed a short to shield when connected to the power module. The log file review of the new controller captured the elevated pump powers and the pump stops events using either battery power or non-grounded cable. The patient was transplanted due to the suspect of an internal short to shield. Related manufacturer report number: 2916596-2021-00625.